Event description:
New information noted that the patient was stable before and after the procedure.

Event description:
It was reported that the left ventricular lead dislodged during the slitting process and the doctor decided to not use the lead. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The double bend height was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.